Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right atrial (ra) exhibited loss of capture. Diagnostic imaging confirmed the lead dislodgement. Programming changes were made. The patient was in stable condition.